Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer stated that he was receiving a failed battery test on several new batteries. Customer's blood glucose level at the time of the incident was 150 mg/dl. Customer stated that there is a crack on the top of the battery housing on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump was received with broken battery tube threads, cracked case at the display window corners and with minor scratches on the lcd window.